Event description:
It was reported that an ilet pump was dropped, resulting in a broken screen and failure to power on despite audible charging alerts, and a replacement was arranged. Customer care provided support that included remote troubleshooting and user education on shutdown procedure, and coordination of return and replacement logistics. Investigation of this case revealed physical damage to the display component consistent with user-induced impact, leading to device inoperability. No adverse clinical symptoms during the event reported. Outcomes included no impact to health and continued use of cgm through the dexcom app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.